Event description:
Models 4013, 4477- called to assess patient at 6 minutes of life. Baby cyanotic with mild retractions. Initiated facemask continuous positive airway pressure (fcpap) and attempted to place softouch masimo pulse oximeter sensor. Probe was not able to get a good plethysmograph reading. Baby was 10 lbs, so we had difficulty getting the probe to stay on his hand. Switched to masimo infant pulse oximeter sensor, but that adhesive was too short to fit his hand/wrist. Finally tried neonatal pulse oximeter sensor from another unit. Was able to get an accurate reading after 18 minutes. Model 4078- upon completion of her sedated endoscopic procedure, the patient was brought to recovery. When connected to the monitor for pulse oximetry, a "sensor malfunction" error was displayed. An alternative oximetry device was placed on her finger, which still resulted in a malfunction error. The monitor to device cable was then replaced using the cable from the next stall, and a reading was obtained. This malfunction resulted in delayed vital sign monitoring of a sedated patient. Fortunately, the patient appears to have had sufficient o2 saturations, but had the patient become unstable this malfunction could have delayed critical intervention. Malfunctions with these masimo products are frequent, but are usually with the pulse ox devices. The cable made this delay longer than usual. Model 4478- patient was undergoing therapeutic hypothermia. Pulse oximeter was working on intermittently on friday and worked all day saturday. Sunday morning as patient was being rewarmed, pulse oximeter failed to read. Pulse oximeter was repositioned several times without successful return to function. Pulse oximeter connection points were cleaned. Not successful in returning consistent function. Pulse oximeter cord to monitor was changed. Without success in returning consistent function. Monitor box was changed also without success. Pulse oximeter itself was changed three times, all three being placed at different locations to attempt to read better, without success. Pulse oximeters, packaging, and cords that were exchanged are all included with this submission. We were unable to establish a consistent, reliable, and accurate pulse oximeter reading during this crucial time of rewarming.